Manufacturer narrative:
The 510(k) number for the bipolar device is k003587. This device is a component in the clearglide evh long ktv23 kit. The clinician reported that the endoscopic vein harvesting bipolar device was defective. However, upon receipt, the jaw tip was broken. There was no report of patient injury. The manufacturing records were reviewed. The device met all raw materials, in-process and finished goods specifications upon release. No abnormalities were noted. It is possible that the device was damaged during use. The instructions for use state "do no advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument." One hundred percent visual inspection under magnification has been implemented in production to provide further assurance of jaw integrity. The protective cap for the jaw has also been improved.

Event description:
The clinician reported that the endoscopic vein harvesting bipolar device was defective. However, upon receipt, the jaw tip was broken. There was no report of patient injury.